Event description:
An operating room manager reported that after an intraocular lens (iol) implant procedure, a 23.0 d toric lens was exchanged for the same lens model in a 21.5 d. Additional information was received from the technician that in the surgeon's opinion the intraocular lens did not cause or contribute to the event. The prognosis is unknown. The pt did have a previous refractive procedure in 1994. The technician also reported that the pt was more nearsighted than expected postoperatively therefore; the lens was exchanged.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).